Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor cannula was retracted inside of the sensor, also found the cannula whole with no broken or missing parts. Unable to confirm if the sensor was received damaged due to the customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's sensor was missing electrode. It was reported that the physician requested to check if there was electrode remaining in the patient's body. No further information provided.